Event description:
Female pt was implanted with spine system product at l2-l4 levels on 7/5/96. Recently complained of pain. Returned for follow-up visit on 11/6/96 during which x-ray was taken and showed broken screw at l4 level. Reoperation performed for removal and replacement of broken screw on 11/8/96. No complications reported. Physician unable to determine cause of screw fracture; believes placement/implantation of devices was satisfactory. Malfunction is occurring below the frequency and severity that are usual for this device.